Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast reconstruction revision with two 350cc mentor memorygel breast implants, began experiencing joint pain 3 years ago. Mammogram results showed possible scar tissue and abnormality in the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that mammogram done on (B)(6) 2018 showed bilateral implant deflation. On (B)(6) 2019, mentor became aware that the patient underwent removal on (B)(6) 2019. Mentor also became aware that MRI results on 12/18/2018 confirmed bilateral rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed a tear measuring approximately 4.0 cm in the posterior view. No other anomalies were discovered and since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/9/2019, mentor became aware that patient code tissue damage was a more accurate representation of the patient's experience, instead of the initially reported patient code, breast lumps. Mentor also became aware that the patient experienced ptosis. On, 1/21/2019, mentor also became aware that the correct date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2019, mentor became aware that the patient had a large tumor (abnormality seen on mammogram on left side) and excessive fluid was removed that pathology indicates was from the mentor silicone leak. No malignancy was reported. The pathology report was not provided. This medwatch form is for the left breast prosthesis. (B)(4).

Manufacturer narrative:
On 8/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).